Manufacturer narrative:
Continuation of d10: 407658 lead implanted (B)(6) 2011; 4092-52 lead implanted (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that far field r-wave (ffrw) oversensing by the right atrial (ra) lead was observed, possibly triggering false detection of atrial fibrillation (af) episodes. It was reported the following month that intermittent oversensing on the ra lead was causing false arrhythmia detection. It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was not working and that the patient experienced dizziness and shortness of breath. The device and lead remain in use. No further patient complications have been reported as a result of this event.